Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent. Technical support confirmed the shipping address and provided instructions for storage mode and the return process, which the customer acknowledged and understood.